Event description:
It was reported that the customer experienced a blood glucose (bg) level of 38-42 mg/dl. The cause of elevated bg was unknown. Customer consumed carbohydrates to address bg level. The customer went to the emergency room and was given food to treat the bg level. Reportedly, the customer was released the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Additionally, it was reported that a resume pump alarm was received when insulin deliveries had not been stopped. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.